Event description:
Sorin group (B)(4) received a report that the coating on the copper tubing inside of the 3t heater/cooler became disconnected and caused a blockage in the heat exchanger of the oxygenator. This reportedly resulted in a reduction in cooling performance. There was no report of pt injury.

Manufacturer narrative:
The manufacture date will be provided in a follow-up report. Sorin group (B)(4) manufactures the 3t heater/cooler. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.